Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. However, as the user is continuing the treatment and there were no reactions during the treatment, prior to this event, suggests that the aligner are not the trigger of this event. This event is being filed as an MDR as the patient reported an anaphylactic episode and required an epinephrine shot and an invisalign product was being used.

Event description:
The patient reported symptoms of anaphylactic episode, headaches, sore throat and lips, and seizures. The patient reported being transported via ambulance to the ER on (B)(6) 2018 due to seizure, then again on (B)(6) 2018 due to seizures and the symptoms mentioned above. The patient reported being prescribed an epinephrine shot (adrenaline) and steroids (unspecified) to alleviate the reported symptoms. The treatment has not been discontinued as the patient is still wearing the aligners.